Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es after the reboot, the machine (B)(6) would not display rabavert (rabies vaccine) for override. The medication appeared during filling and inventory activities but did not appear on the override list. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.